Manufacturer narrative:
When the initial report was submitted, the device in question had not been evaluated by sechrist. The device has been evaluated and determined that a component of the device caused the reported issue due to premature wear. The component was replaced and the device was tested and verified to be functioning to specifications. The device was returned to customer and no complaints have been received since repair in regards to alarm not sounding.

Event description:
Customer reported the unit does not alarm when it is disconnected from air or o2. No patient incident was reported.

Manufacturer narrative:
This report is based solely on the customer's reported issue. The device was returned to sechrist for evaluation but has not yet been evaluated. A DHR review found no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).